Manufacturer narrative:
B5: update "a novum iq syringe pump overinfused both blood and lipids" to "an unspecified quantity (one (1) or two (2)) of novum iq syringe pumps overinfused blood and on another occasion lipids". H11: the device(s) were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump overinfused both blood and lipids. The drugs were programmed as volume over time in the drug library, and it appeared that the syringes contained more volume than ordered. It was observed that the pump(s) infused more volume than ordered and infused to syringe completion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) # - the complete UDI number is not available as the serial number is unknown. G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.